Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to the clave ports of the connectors and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the clave ports. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The report represents all the info known by the rptr upon query by hospira personnel. (B) (4).